Event description:
It was reported during an ablation procedure, the hemostasis valve of a swartz braided introducer leaked. The physician used a femoral access and inserted a guidewire with a swartz braided introducer and dilator into the pt. Upon removing the guidewire and dilator the physician used a syringe to aspirate the introducer and noted air entering the syringe. The introducer was replaced and the procedure was completed with no consequence to the pt.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.